Manufacturer narrative:
Cont'd from medical devices: bd 20ml syringe, therapy date 0 the customer¿s report of a pump malfunctioning during surgery was confirmed, however the malfunction does not appear to have contributed to the patient's awareness under anesthesia. Physical inspection noted the device to be in fair condition with the instrument seal intact. Analysis of the pcu event log shows that at 10:11 am on (B)(6) 2017, the user programmed the pump module to infuse propofol 10mg/1ml at a rate of 79.2ml/hr with a vtbi of 82ml and programmed the syringe module to infuse remifentanil 50mcg/1ml at a rate of 7.92ml/hr using a 20ml syringe with vtbi 18.3276ml detected. A rapid bolus of 0.2mcg/kg of remifentanil was given. The devices were then paused (anesthesia pause). While paused under anesthesia mode, the light on the devices' lighthouses is yellow and the devices will remain paused indefinitely without alarming until user interaction occurs. The event description states that the propofol infusion was started at 50mcg/kg/min, however the log shows that the initial dose was 200mcg/kg/min. It was later decreased to 150mcg/kg/min for approximately 21 minutes, then increased back to 200mcg/kg/min for the remainder of the infusion. The infusion on the syringe module was started with an initial dose of 0.1mcg/kg/min as reported. The pcu event log shows that both infusions were started at 10:25 am, 14 minutes after the devices were programmed. At 10:48 a rapid bolus of 20mg of propofol was given and at 11:01 am a rapid bolus of 30mg was given. At 11:03 am, the pump module alarmed for sensor broken high error (240.4150.0). The user addressed the channel malfunction pop-up and removed the device from the system at 11:05 am. The log analysis showed that the three air in line events with accompanying occlusion retries that were observed in the pump module event log were not errors and only showed the pump module settings for ail bolus and occlusion pressure upon device startup. Testing results for rate accuracy and for the upper pressure sensor were within specification. The customer reported that the upper pressure sensor was replaced prior to sending the device for investigation. The proximate cause of the pump malfunction was identified as a sensor broken high failure (error code 240.4150.0). This malfunction does not appear to have contributed to the ¿awareness under anesthesia¿ condition as this did not occur until 54 minutes after the system was powered on. There is nothing in the event log or testing results to indicate that an occlusion occurred or that the devices failed to deliver medication. The root cause of the patient's awareness during the procedure could not be determined.

Event description:
Received copy of medsun report from the FDA, which states "awareness under anesthesia due to a pump module malfunction/failure. Alaris model 8100 infusion pump was loaded in the normal fashion prior to the arrival of the patient to the room. A 100cc bottle of ppf was used with IV tubing on the IV tubing module for the pump. Remifentanil was placed in a 20cc syringe with a concentration of 50mcg/ml and placed in a syringe module. There were no issues or alarms while preparing the pump. For vtbi on the ppf 85 cc or 83 cc was selected (I cannot recall which) to account for the volume used to prime the line. The infusion tubing was connected to the main IV before induction but not started until tube was secured. Patient was induced uneventfully and pumps started within a few moments of securing my ett. Ppf infusion was started at 50 mcg/kg/min and remi at 0.1 mcg/kg/min. In the normal fashion, anesthesiologist checked to see that the green light was lit on both pumps. No alarms were given and doctor went about caring for the patient and documenting the induction. For about 15 min following induction patient exhibited a bp and heart rate consistent with a patient in an adequate plane of anesthesia. Again no alarms were ever sounded on either pump. Once the patient was prepped and draped the surgeon asked for trendelenburg position. Once the patient was placed in trendelburg position doctor noticed the patient had an elevated bp and was beginning to trigger the vent and breathe on her own. (The patient was given an intubating dose rocuronium at the start of the case). At that time I gave fentanyl, rocuronium and ppf (not through pump) to deepen anesthetic. Next bp returned high as well. At this time doctor titrated up ppf drip to 200mcg/kg/min (again no alarms) and remi to 0.15. Again patient did not exhibit the reduction in bp and hr that doctor would have expected given the deepening of the anesthetic. Doctor went on to administer desflourane vaporizer to anesthetize the patient and bolused ppf from an external syringe (not from the pump). Following the case and allowing for adequate time to emerge from anesthesia, doctor met with the patient bedside and explained the issue. She does report approximately 5 min of recall and is able to describe events consistent with the time frame of trendeleburg position. She described these events as not particularly painful (consistent with remifentanil infusion ongoing). She reports that her greatest concern during her period of awareness was that it would be ongoing and would never be noticed. Her surgery was over 2 hours long and she recalls about 5 minutes worth. Patient reported she does not feel acutely traumatized by the event. Checked operation of unit on ((B)(6) 2017]: an inspection of the infusion pumps event report shows three "air in line¿ events with accompanying ¿occlusion retries¿ at the beginning of the procedure from time of 10:10:07 to 10:10:11. At 11:03:28 there was a 'channel malfunction'. Between these two events, there were several stops and starts to indicate the anesthesiologists attempts to rectify the issue. The psu showed one error in its logs indicating an 240.4150.0 error from the infusion pump. There were no related events in the event log other than the attempts of the anesthesiologist to fix the issue. Actual testing of the pump was not possible due to the fact that upon startup, the event pump continues to alarm a ¿check IV set' alarm. However, after referring to the history log the problem was traced back to a ¿high sensor alarm¿ issue. This faulty sensor was causing the pump to go into an ¿occlusion alarm¿ status and shutting down the pump. All tests and history indicate that the large volume pump was at fault and failed to deliver the dosage requested. It has been removed from service and repairs will be completed to correct the sensor malfunction." The customer reported that the device did not alarm for an occlusion and that the patient was not receiving the medication because of the occlusion. There was no report of long term patient harm.